Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: reported date from (B)(4) 2016 is overwritten, current cgm history shows multiple ¿sensor error 1¿ warnings post a bg calibration point. ¿sensor error 1¿ warning is defined as a discrepancy between the bg calibration entered and the actual bg reading. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿ sensor error 1¿ warning or any eaw occurred during the investigation, unable to duplicate ¿sensor error 1¿ complaint. Per vibe user guide p 158: for sensor error1, press to confirm. Wait one hour and then enter at least one finger stick bg value into the pump to recalibrate. If no cgm readings appear after entering additional bg values, sensor should be replaced.¿ animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump was alarming for a continuous glucose monitor (cgm) alert, err 1, that could not be cleared. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions. There was no indication that the product caused or contributed to an adverse event.